Event description:
It was reported that the ilet became unresponsive after outdoor activity, would not power on despite charging attempts, and required replacement; the patient switched to backup therapy with levemir and aspart injections and experienced elevated blood glucose in the mid-300s for about three hours, consistent with a device problem involving an unresponsive interface and implicating the touchscreen component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior and involved the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.